Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the pk dissecting forceps instrument had exposed wire at the tips. No missing or fallen pieces were reported.

Manufacturer narrative:
67 - the instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. There were scratches on the surface of the distal pulley. The instruments grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .064¿ offset at the tips, indicating overloading at the tip. The bent damage may have been likely due to mishandling/misuse. No other damage was found. The instrument passed electrical continuity testing.